Event description:
It was reported that during a sigmoid resection procedure, during a leak test using the interoperative flexible colonoscope, an air leak was found. It could be visually seen that the staple line was incomplete. The two donuts were observed to be complete. The procedure was completed with sutures. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.